Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08149. It was reported that the patient experienced internal bleeding. The patient was undergoing radiofrequency ablation (rfa) of a fibrotic liver tumor utilizing a 5.0/13/15 leveen standard electrode and a rf3000 radiofrequency generator. There were 3 complete roll-offs performed, 20 minutes each roll-off with maximum power of 160w. However, it was reported that the physician "never detected a warming in the needle and either detected in the tumor an ablation by ultrasound". The physician withdrew the needle; the ablation was not successful. The patient experience internal bleeding in the liver and the area had to be embolized. The patient's status was stable.